Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device was showing all three icons (attention, charge-pak and service wrench). Upon initial evaluation, physio-control observed that their device would no longer power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control advised the customer to scrap the device as it was no longer under warranty and its a non-serviceable device. The customer requested the device back without repair. The cause of the reported issue could not be determined.

Event description:
The distributor contacted physio-control to report that their customer's device was showing all three icons (attention, charge-pak and service wrench). Upon initial evaluation, physio-control observed that their device would no longer power on. There was no report of patient use associated with the reported event.